Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to failed unicompartmental knee replacement, difficulty with ambulation, and pain. Unknown components were explanted in the procedure. The patella was revised in the surgery, and all unknown components were explanted. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to instability. The surgeon indicated the patient had a fall, on an unknown date, that began the instability. He noted a large effusion upon entering the knee. The surgeon reported instability was found in flexion on the medial side. The surgeon reported the patella was in good condition, it was not revised. He indicated the tibial baseplate was removed quite easily. The tibial and femoral components were revised in the procedure. The patient was implanted with depuy knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2016; (lt knee).